Manufacturer narrative:
A ge oec service representative investigated the issue and found and open circuit breaker that was reset and also found most likely cause of breaker issue were lose wires in the a/c power plug that were tightened to restore functionality and specification. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.